Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 6.4mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and displacement test. The insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.